Event description:
The reporter stated the surgeon implanted a cc4204bf collamer single piece lens in 2003. The lens was explanted in 2009 due to about a 10 diopter hyperopic shift and about 4 diopters induced cylinder. The lens also had a deep brown discoloration. A yag posterior capsulotomy was done in 2005. In 2006, the pt was treated for cystoid macular edema, including subconjunctival kenalog injections and topical nevanac. That same year, the pt was diagnosed with glaucoma, which required treatment with alphagan p, lumigan and betimol. Selective laser trabeculoplasty was done on three occasions. However, persistent elevation of his pressure led to pars plana vitrectomy with pars plana baerveldt implant in 2008. Over time a hyperopic shift had occurred and in 2009, it was observed that the iol was a brunescent brown color. The iol was explanted and an ac iol was implanted.

Manufacturer narrative:
(Secondary surgery), (cystoid), (iopr). Evaluation results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and the work order search, a specific root cause of the event could not be determined.